Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2010 with neck and mid-back pain. A chest x-ray revealed that the catheter was "up in the cervical area, so they proceeded with cervical and thoracic spine xrays, then a CT of neck and chest". The report indicated "distal migration of the catheter from t5 to c1 level". Per the ed physician, the patient noted that "it feels like something is poking me in the bottom of my head". The hcp planned to see the patient in follow-up; "she is not good with follow-up appointments". Subsequently, the patient had a CT scan for neck pain. At that time, the "sheared off catheter was identified floating somewhere near her neck/base of skull area". The patient was scheduled for surgery to revise the catheter, however, she was diagnosed with a blood clot in her left leg and surgery was cancelled. On (B)(6) 2010, the patient was taken to surgery to replace the catheter. The distal portion of the sheared off catheter remained in the patient. The pump contained hydromorphone and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.